Event description:
The customer contact reported that during preventive maintenance testing the device alarmed with malfunction alarm code s233 (over temperature) and the fan was not turning. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device fan produced an abnormal noise, was spinning slowly and intermittently stopped during testing. The customer contact's reported malfunction alarm s233 (over temperature) was not duplicated during testing, but was confirmed in the device history. The probably cause of the reported alarm s233 was due to a broken fan. This report represents all the info known by the reporter upon query by hospira personnel .